Event description:
It was reported that the communicator cellular adapter sparked and popped. A boston scientific company representative discussed with the patient and opted to send a cellular adapter. The communicator is still in service. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.